Event description:
Event description: it was reported that at the beginning of the procedure, when the physician was going transseptal, the baylis transseptal needle punctured from the right atrium, through the aortic root and into the patient's aorta. This was determined when the wire was not where it was supposed to be on the nuvision intracardiac (ice) echo image. The physician immediately pulled the wire out and the patient's blood pressure was dropping. The anesthesiologist administered protamine. A transesophageal echo was performed and it was seen that a hematoma had formed in the aortic root and had "clotted off." It was believed that the hematoma was developing when using ice. The patient's status at the time of the call was stable, and they were planning to go to CT surgery later today. The bwi representative called back with update, the patient was not going to "CT surgery," but going to get a "CT scan," which determined that the patient did not need surgery and everything looked stable. The patient was going to be observed closely. No further intervention was required. Case type: atrial fibrillation ablation and concomitant left atrial appendage occlusion (laao). No mapping or ablation had been performed at the time of the event (disclosed on the follow-up call). Jjmtep products in use: carto 3 system serial number: (B)(6); nuvision catheter (available for return). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).